Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the cgm error was resolved, allowing the caller to successfully start their sensor session.